Event description:
The product was used during a procedure on the colon. Reportedly, the cartridge disengaged into the pt's cavity. The surgeon applied another device and resected the tissue at the application site to remove the component and complete the procedure. The hosp has reported the pt's condition is satisfactory.